Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the morning of the event, 04/25/2024, at 03:30am the cgm reading was 184 mg/dl, and at 07:30am the cgm reading was 199mg/dl. The patient was sleeping, when at 11:16 am the patient was found unresponsive by a family member who called the paramedics. The cgm reading was 58 mg/dl at that time. When a fingerstick was taken by the paramedics around 11:24am - 11:30am, the blood glucose reading was too low to register (less than 20 mg/dl), and no cgm reading was reported from that moment. As the patient could not get the patient to regain consciousness, the patient was brought to the hospital where the patient was treated with 3 bags of intravenous dextrose, 2 of the 3 had bags potassium and saline. During treatment, the patient regained consciousness. The patient was discharged the next day (time unknown), and at the time of the report she was recovering at home and was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.